Event description:
According to the reporter: the instrument jammed while it was open inside the trocar. A new incision was done to allow manual closing of the instrument and removal.

Manufacturer narrative:
(B)(4). (B)(4).